Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and planned treatment was delayed. The philips remote service engineer (rse) inspected the system remotely and confirmed that during a coronary stent implantation, performed on a patient with acute myocardial infarction, the main display went blank while the guide wire and the stent were in the patient's body. After, customer contacting the onsite technicians, the device returned to normal, and the procedure was resumed. The screen went black in second time and the procedure was halted again. It was stated that the customer had to use a secondary screen to complete the procedure. No service has been performed by the philips complaint handling team since customer evaluated the device and replaced the live monitor. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that during a coronary stent implantation, performed on a patient with acute myocardial infarction, the main display went blank while the guide wire and the stent were in the patient's body. After contacting the onsite technicians, the device returned to normal and the procedure resumed. The screen went black a second time and the procedure was halted again. The customer had to use a secondary screen to complete the procedure. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and planned treatment was delayed. The philips remote service engineer (rse) inspected the system remotely and confirmed that during a coronary stent implantation, performed on a patient with acute myocardial infarction, the main display went blank while the guide wire and the stent were in the patient's body. After, customer contacting the onsite technicians, the device returned to normal, and the procedure was resumed. The screen went black in second time and the procedure was halted again. It was stated that the customer had to use a secondary screen to complete the procedure. No service has been performed by the philips complaint handling team since customer evaluated the device and replaced the live monitor. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected. The serial number, manufacture date, reporting institution name, reporting address line 1 and the reporting address city have been updated.